Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 48 and blood glucose was 297 mg/dl. Customer also received calibration error. Customer declined troubleshooting as he was at work and would call back with any further questions. No further information was given.